Manufacturer narrative:
The hill-rom technical support instructed the account to check the connection on the left hand user control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).